Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", (B)(6).

Event description:
It was reported that the lead was damaged during an explant procedure. The physician indicated the lead had frayed and a portion of the lead was left in the pt's body. No additional info was provided.